Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had cultures obtained on (B)(6) 2021 that revealed proteus mirabilis, enterobacter cloaca complex, staph capitis and corynebacterium infections in the driveline. They were started on intravenous antibiotics. The patient also experienced intermittent low flow alarms with drops in pump speed to 4900rpm on (B)(6)2021; the low speed limit was set to 5300rpm. Pump power was also at 10watts briefly; this issue self-resolved and did not reoccur. A cause of the elevated pump power could not be established. Log file analysis captured the low flow events on (B)(6) 2021; these appeared to be a patient related issue but this could not be confirmed. The log file also captured multiple pulsatility index (pi) events. The patient was otherwise asymptomatic during these events with no changes to their pump parameters. The patient was discharged home on (B)(6) 2021 with a peripherally inserted central catheter (PICC) for continued antibiotic treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had cultures obtained on (B)(6) 2021 that revealed proteus mirabilis, enterobacter cloaca complex, staph capitis and corynebacterium infections in the driveline. They were started on intravenous antibiotics. The patient also experienced intermittent low flow alarms with drops in pump speed to 4900rpm on (B)(6)2021; the low speed limit was set to 5300rpm. Pump power was also at 10watts briefly; this issue self-resolved and did not reoccur. A cause of the elevated pump power could not be established. Log file analysis captured the low flow events on (B)(6) 2021; these appeared to be a patient related issue but this could not be confirmed. The log file also captured multiple pulsatility index (pi) events. The patient was otherwise asymptomatic during these events with no changes to their pump parameters. The patient was discharged home on (B)(6) 2021 with a peripherally inserted central catheter (PICC) for continued antibiotic treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the reported alarms could not be conclusively determined through this evaluation. The reported power elevations up to 10 watts (w) could not be confirmed through this evaluation and a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2021 from 12:15:55 to 14:50:34. The pump operated as intended at the set speed for the duration of the log file. The power operated within normal limits throughout the duration of the log file. The log file recorded 2 low flow alarms when the patient¿s flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. Log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (driveline, localized, and pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 1 provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). This section states that pump power is a direct measurement of pump motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. If pi events are detected, the device speed drops down to the ¿low speed limit¿ and then ramps back up. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.